Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an on-device system update notification followed by an attempted supply change that could not proceed, with the device indicating no supplies present and an error during fill tubing consistent with an occlusion alarm and restart/malfunction behavior reaching a highest continuous glucose monitor (cgm) reading of 310 mg/dl. Symptoms included hyperglycemia without confirmation by glucometer and without reported clinical symptoms. Outcomes included prolonged high glucose for approximately three hours without medical intervention or hospitalization. Investigation included device history and software review, review of user-reported alarm and cgm data, and assessment of infusion set and consumable use. Investigation of this case revealed a device alarm sequence during fill tubing with an inability to proceed that is consistent with an occlusion-related malfunction, with involvement of the infusion/infusion-set pathway component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to a specific device, use, or patient factor.